Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found sensor broken. There was broken part missing, and it was unable to be confirmed if the customer received sensor damage due to customer returning sensor opened and or used.

Event description:
The customer reported via phone call of issues with sensor errors. The customer states they changed out their sensor, and began to receive the errors. The customer's blood glucose level was unknown. Troubleshoot was conducted. The sensor is being replaced and returned for analysis.